Manufacturer narrative:
The device was not returned for analysis as it was successfully implanted in the patient. Delayed aneurysm rupture after flow diversion occurs in approximately 1% of patients, and its mechanism may involve sudden hemodynamic changes in intra-aneurysmal flow pattern or aneurysm wall weakening due to inflammation and proteolytic enzymes within the developing red thrombus. In this case the aneurysm indeed had previously ruptured and then re-ruptured after device placement. The hemorrhage was attempted to be treated, however, the patient succumbed. The cause of the hemorrhage cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the complaint is patient's baseline condition. Death and hemorrhage are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the pipeline embolization, the device was delivered to the m2. However, when 1/3 of the device was deployed out of the catheter, the distal end failed to open. The device was then pushed / deployed out of the catheter, and a synchro soft tip j guidewire was used to fully expand the distal tip and the middle section of the pipeline. The final results looked good and the treating physician did a final injection. It soon was realized that a rupture occurred distal to the implanted pipeline device. The patient was then taken to the operating room (or). However, it was reported that the patient expired sometime after the intervention. The death cause was reported to have been a result of the previously ruptured aneurysm and the re-rupture of the aneurysm. The landing zones were 3.65mm distally and 4.7mm proximally.